Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
It was reported in a journal article evaluating mechanical failure for patients who sustained distal femur fractures and who were treated with distal femoral locking plates, that 45 patients were revised due to nonunion, although the specific implants involved is not known. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). D10: unk plate cat#ni lot# ni. Unk screw cat#ni lot# ni. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. (B)(6). (2022) analysis of 101 mechanical failures in distal femur fractures treated with 3 generations of precontoured locking plates. J ortho trauma, vol 37 (issue 1), pgs. 8-13. Doi:10.1097/bot.0000000000002460. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2023 - 02975. 0001822565 - 2023 - 02977.